Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable results for 1 patient sample tested for elecsys tsh assay (tsh), elecsys ft3 iii (ft3 iii), and elecsys ft4 ii assay. The customer performed their testing on a abbott architect while the investigation site tested on a cobas e 801 module. Of the data provided, a reportable malfunction was reported for tsh and ft3 iii. (B)(4). It was unknown if the erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The cobas e801 module serial number used at the investigation site was (B)(4). The tsh reagent lot used at the investigation site was 283556 with an expiration date of 31-jan-2019. The ft3 iii reagent lot used at the investigation site was 257824 with an expiration date of 31-oct-2018. Calibration and qc results from the investigation site were normal. Based on the data provided from the investigation site, a general reagent issues can most likely be excluded. Assays from different vendors can generate different values due to the overall setups of the assays, the antibodies used, and differences in reference materials and the standardization methodology used. Since there was not enough patient sample available for further investigation a specific root cause could not be determined.